Manufacturer narrative:
The service repair technician could not duplicate the reported complaint. As a precautionary measure, the oxygen (o2) sensor was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs successfully calibrated and flow and fraction of inspired oxygen (fio2) setpoints were found to be steady and accurate. There were no functional problems observed during evaluation. It was determined that the epgs functioned as intended.

Manufacturer narrative:
Per data log analysis, on the reported date of the complaint, there were multiple flow control faults after successful calibration. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for non-clinical activity, the electronic patient gas system (epgs) failed annual service testing and the central control monitor (ccm) displayed a 'service gas system' message. When the flow was set to zero the reading was correct, but once the flow was increased, the reading became more inaccurate. There was no patient involvement.